Manufacturer narrative:
The lot number of the procedure set was not provided, therefore a device history record review could not be performed. The procedure set was disposed of after the procedure. Physical product examination is not possible. The warnings section of the genesys hta dfu states: do not place the procedure sheath tubing over patient's leg or in contact with any part of the user's or patient's anatomy, as the tubing carries hot fluid and contact could result in thermal injury. The temperature of the tubing could be up to 55c.

Event description:
Doctor reported that an hta procedure was performed in an approximately (B)(6) patient suffering from aub. The patient was also suffering from diabetes and epilepsy. No alarms or leaks were present; however the procedure sheath tubing was in contact with the patient's buttock during the ablation cycle. Upon completion of the procedure, doctor noticed a quarter size area of unintended thermal effect on the area of contact between the buttock and the procedure sheath tubing, which was treated with silvadene cream. Patient was discharged.